Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's sensor. The father states the sensor readings are off. The customer's blood glucose level was 500mg/dl, and their sensor reading was 55mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised to replace sensor. The customer' sensor will be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity test, and performed the bicarbonate buffer test. The sensor passed per specifications with accurate readings.